Event description:
The pt had narrowing of his right subclavian vein. The physician opened up the lesion using urokinase, dilated and then placed a 10mm x 68mm wallstent off-label. The next day, the physician went in to examine area beyond the lesion and inadvertently dislodged the stent. He easily captured the stent off the guidewire and removed it through the groin. He then placed two 12mm wallstents successfully. There has been no claim of injury related to this event.